Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting the battery of their orthopat machine will not hold the charge. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting the battery of their orthopat machine will not hold the charge. No injury or reaction was reported. Evaluation of the returned device confirmed a blood spill occurred causing the reported problem. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).